Event description:
A customer reported a minimum fill notification while attempting to load a new cartridge into their pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the pump from its case and clean it, but reloading the same cartridge did not resolve the issue. Following guidance to fill and load a new cartridge using proper technique, the customer successfully loaded the cartridge and resumed insulin delivery.